Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, a foreign material was found on the optic when implanted the iol into the patient's eye. It was 2-3 mm long, transparent and filamentous, and he/she thought it might be the rest of the cortex. The foreign material was removed with irrigation/aspiration, and the surgery was completed. The sample is not available as it still remains in the patient's eye. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been two other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).